Event description:
A report was rec'd from the USA indicating that the device generated error code zb0063 (gui saas audio failed) while on a patient. There was no report of patient injury. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The user facility was advised by technical support engineering (tse) to replace the graphical user interface (gui) alarm and run and extended self test (est) for two days. Though requested, no add'l info has been rec'd from the user facility. Should add'l info become available, a supplemental report will be submitted. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).